Event description:
Newport ht-50 home ventilator: the internal battery charge suddenly drops and the ventilator shuts down. Reporter had four such incidents on their pts. This ventilator has software which monitors battery levels one time before it made the determination that the battery was low and shunt off the vent. Newport created and relased a software upgrade that reportedly increased the battery charge several times before it makes a determination to shut off the vent. Since the release of the new software, and even though all of their units have been upgraded, reporter has continued to experience similar failures. Reporter had one incident in which the vent would not run on any external source. Reporter had another incident in which the vent settings changed on a pt and the caregiver was not able to change the settings back. Reporter had an incident in which the vent shut off after a short time of use without first alarming "battery low." It went to battery empty and shut off. Reporter has also had 2 incidents in which the 12 volt vehicle adapter has melted while being used. And reporter had another vent that reads as though the battery is fully charged but shuts off while in use. If the vent shuts off on a pt, there is supposed to be secondary alarm that sounds. However, reporter has discovered that if the vent has been unplugged for a few days, the capacitor may not be charged up and there may not be an alarm sound for the first 15 minutes the vent is in use. In other words, the vent must be plugged in or turned on using battery for the capacitor to be charged up. Reporter has been happy using the newport ht-50 home ventilator on their pts until this point in time. This is a potentially serious problem, as the sudden shut-down of a home ventilator could result in respiratory failure and its sequelae in ventilator dependent pts.